Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire appeared to be placed correctly in the disposable housing sub-assembly. Microscopic investigation revealed that the distal end of the sensor wire was still contained in the parylene cap and there was no fracture along the sensor wire. Based on the device investigation results, the complaint of missing sensor wire was not confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient removed sensor from insertion site. Upon sensor removal, patient reported being unable to locate sensor wire. Patient reported no discomfort at insertion site. No medical intervention was necessary. At the time of the call patient reported being in fine condition.